Event description:
It was reported via e-mail that the customer was hospitalized for two days with diabetes ketoacidosis and high blood glucose of 720mg/dl; he was treated with an insulin drip. The mother stated that the infusion set was changed, but his glucose level did not go down and had large ketones. The mother mentioned that his blood glucose has been high every third day. The mother called back and stated that always there are more than 20.0 units left when he changed the infusion set, and it has been happening for the past few months. She stated that the night before he got a no delivery alarm and his glucose level went over 500mg/dl. The customer changed the infusion set in the morning and his glucose level was 293mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.